Event description:
The customer reported to olympus, the 4k camera head displayed scope communication error e222 (no image). The reported problem was found during inspection prior to use. The intended procedure was a therapeutic laparoscopic surgery, and it was completed using another device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer's allegation was confirmed. The e2222 (no image) scope communication error code was due to a faulty cable. In addition, the coupler was rusty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.